Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11 an olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The insufflator settings were incorrect and have since been changed to the correct values. The device is technically sound. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit display turned off and the unit beeps. The event occurred during set up, prior to use. There were no reports of patient involvement.